Event description:
The pt presented for device closure of an atrial septal defect in 06. The defect measured 18.5mm by tte and 17-18mm by tee. The physician noted there was deficient aortic rim - "just a nubbin" and the septum was thinner than normally found. Using a sizing balloon inflated to flow stop with indentation on one side only, the defect measured 21mm by echo and 20mm by sizing plate. A 22mm amplatzer septal occluder was chosen. Because the la disc prolapsed through at the deficient aortic end, the la disc was brought up to the septum a few times and attempts to rotate the sheath were made about three times to try to bring the disc into a more suitable plane. After the ra disc was deployed, it appeared as if the thin septum lay beneath the ra disc on tee, suggesting that the raq disc was not properly deployed. A residual leak was still present, with flow across the neck and exiting near the aortic side. Because of doubt concerning the septum, the physician decided to withdraw the ra disc into the sheath and redeploy it, which resulted in the la disc prolapsing again. The la disc was redeployed and the ra disc was opened and brought up to the septum. The septal tissue seen beneath the ra disc with tee may have been an eustachian valve or folding of the thin septum. The physician felt there was definite septum seen between all sides of the devide and there were no areas of prolapse. The la disc did not wrap around the aorta and was seen to lie with the edge at right angles to it. After release from the delivery cable, the device rotated more vigorously than usual towards the ias and the la disc assumed a flat profie. Tee imaging post release showed the device in excellent position with no residual leak, no prolapse and no valvular regurgitation. Also noted: the device did not hug the aortic root but the la disc edge was at right angles to the aortic root. Tte done 18 hours after implantation showed good result with no effusion. The patient was discharged home. On returning home, the patient collapsed and was brought back to the hospital. Echocardiography revealed a large pericardial effusion. The pt was taken urgently to the or where a mediansternotomy was performed and cardiopulmonary bypass was started. The ra was opened widely and the amplatzer device was removed. The physician noted a considerable amount of clot on the device within the interstices. After removing the device, the pyysician could see a perforation in the roof of the la, immediately adjacent to the asd. The perforation, defect and ra were closed and cardiopulmonary bypass was gradually discontinued without difficulty. At the end of the procedure, the pyysician noted that there was considerable oozing from the patient's chest. She was brought back into surgery 2 hours later and her chest was reopened. The physician found a large amount of blood in the chest cavity and a small hole in the aortic root. This was closed with a 5/0 prolen suture buttressed with reflon pledgets. A prolonged time was spent in securing hemostasis before the chest was closed. At the time of the report, the patient was still in the hospital making a good recovery.